Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. A 30mm closure device was deployed in the laa of the patient, but it did not meet release criteria. This device was fully recaptured and removed from the patient. The physician decided to use a 33mm closure device next. This device was deployed and it ended up being too proximal, so a full recapture was needed. During the process of fully recapturing this device, the physician felt resistance and was not able to completely withdraw the device back into the sheath. It was noted that there was a significant kink in the access sheath that was stopping the device from being recaptured. The physician was ultimately able to recapture the device and remove the sheath with the device inside, out from the patient. The decision was made not to complete the procedure at this time. The patient was doing fine following these events and there were no other complications that were reported.